Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "needle findings by sanofi: - needle (partially) blocked."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "needle findings by sanofi: needle (partially) blocked".

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 10-oct-2023 investigation summary one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. No issues were observed with the returned samples therefore no root cause can be identified. A device history review could not be completed as no batch number was provided.